Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed due to stem fracture.

Event description:
It was reported that a revision surgery was performed due to hip pain.